Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error 1261 display indicating a ram storage issue. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated, and the cause of the issue was found to be the microprocessor unit board clock battery lead contact was re-soldering and damaged by the customer. The mpu board was replaced to fix the issue.